Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported that doctor was trying to implant a 5.0 fully threaded 45mm screw into the l/m calcaneal hole of the t2 aan when the screw would not fit through the hole properly. The metal began to wear and grind on the threads of the screw. The doctor believes this is due to the incorrect milling of the screw possibly. It could also be due to the incorrect alignment of the screw compared to the nail alignment. The doctor proceeded to implant a 5.0 fully threaded 42.5 into the same hole and it went in successfully.

Manufacturer narrative:
The reported event that locking screw, fully threaded t2 tibia ø5x45 mm was alleged of 'implant insertion / extraction - locking screw' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided, despite multiple attempts. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that doctor was trying to implant a 5.0 fully threaded 45mm screw into the l/m calcaneal hole of the t2 aan when the screw would not fit through the hole properly. The metal began to wear and grind on the threads of the screw. The doctor believes this is due to the incorrect milling of the screw possibly. It could also be due to the incorrect alignment of the screw compared to the nail alignment. The doctor proceeded to implant a 5.0 fully threaded 42.5 into the same hole and it went in successfully.